Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the radio frequency (rf) programmer head was returned and analysis found that it tested out of specification electrically. Product ID: 2090w programmer; product ID: 2067 radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
The radio frequency programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.